Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: review of the event description confirms that the surgeon used the probe initially to gain access to the pedicle and then inserted the k-wire. The xia 3 surgical technique advises the user to break through the cortical bone using an awl and to use the probe to prepare a pathway through the pedicle.conclusion: the most likely cause of the reported event is the use of the probe to break through the cortical bone with the patient's hard bone contributing to the reported event.

Event description:
It was reported that during mantis surgery, the surgeon used the cannulated probe. The surgeon assembled the probe of the outer and inner and inserted in the patient bone using the hammer. Afterwards, the surgeon inserted k-wire. When the surgeon checked the x-ray image, the metal piece was seen in the patient bone. When the surgeon checked outer probe, it turned out that the tip of outer probe broke.

Event description:
It was reported that during mantis surgery, the surgeon used the cannulated probe. The surgeon assembled the probe of the outer and inner and inserted in the patient bone using the hammer. Afterwards, the surgeon inserted k-wire. When the surgeon checked the x-ray image, the metal piece was seen in the patient bone. When the surgeon checked outer probe, it turned out that the tip of outer probe broke.